Event description:
It was later reported that the patient did not experience any symptoms due to stopped pump. The pump was functioning properly until interference during update, post refill. That put the pump in pump stopped mode. Re-interrogating, the issue was resolved within minutes. The patient was doing fine with no issues at the prior follow-up.

Event description:
It was reported that a pump memory error occurred during an update. The health care professional (hcp) updated the pump again and the pump was in stopped mode. The pump was updated a 3rd time and the programmer said a pump memory error occurred. The medication in the pump was changed from prialt to morphine. The programmer was reading that the pump had morphine in it and that it was in pump stopped mode. The pump was updated back to simple continuous and the pump memory error alarm did not occur, but the still had medication as morphine. It was later reported that the pump was able to be successfully updated without issues. The patient was doing well and without any reported issues. It was unknown what caused the issue. It was initially thought that electromagnetic interference (emi) caused the issue, but that could not be determined. No patient symptoms reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: 2013-(B)(6), product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).